Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and the multi-function retaining clip was replaced to remedy the problem condition. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during routine shift check by a clinician, the device was unable to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.